Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021, further described as "recently". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between the minicap transfer set and the titanium adapter; further described as "detached". This occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer set was replaced. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.